Manufacturer narrative:
The device was not returned to olympus for inspection. Images of the device were provided by the customer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the past investigation results, a likely mechanism casing the tissue pad peeling might be the following: during the output activation in seal & cut mode, nothing was grasped in between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the investigation from an image provided by the customer, the thunderbeat exhibited a peeling pad. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the grasping section was closed without grasping anything (this includes after tissue resection) while the output was activated in seal & cut mode causing worn out of the tissue pad. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.